Manufacturer narrative:
The patient's previous driveline repair has been reported under MFR 2916596-2020-05258 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device showed ten (10) low speed/low voltage advisories occurring while connected to the mpu (mobile power unit) on (B)(6) 2020. The speed drops were as low as 3740 rpm. The patient was admitted on (B)(6) 2020 for the low speed advisories. These advisories occurred after a recent replacement of a portion of the patient's driveline for similar device behavior. Technical services suggested the behavior may be linked to a damaged wire farther up the driveline causing a short to shield driveline issue. Per their recommendation, the patient was placed on ungrounded cables. Following that, there were no visible alarms. There were no adverse patient effects.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log files confirmed the report of low speed advisory alarms while the patient was supported by the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline. A review of the submitted log files from 20oct2020 through 02nov2020 confirmed the report of low speed advisory alarms on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 while the device was connected to the mpu. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents also outline all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16jul2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook are also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.